Event description:
Patient had strattice mesh implanted in 2009 as part of a hysterectomy. Patient presented back to hospital postoperatively with probable toxic shock syndrome. (Came back one week post op). Strattice mesh was removed six days alter, and was found to have staph infection. Patient developed a bowel obstruction due to infection and aspirated gastric contents, had a cardiac arrest, and expired a week later.